Manufacturer narrative:
The unit was returned to the service center for evaluation. The user¿s complaint of ¿ no image¿ was confirmed. There was no image with the 180 scopes due to a faulty patient board set. The unit was equipped with out dated software.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer and legal manufacturer regarding the final investigation. Additional information from the customer states an entire power system was brought into the operating room to resolve the problem. The procedure was completed . The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: more than six years have passed since the product was manufactured. It is inferred that failure due to aging of components on patient board set resulted in an event in which images of the 180 scope were not projected.